Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. Device manufacture date: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k926214. Visual inspection of the actual sample found that the core wire was exposed approximately 45 mm -165 mm from the distal end. Magnifying inspection obtained the following results: (1) the outer layer was missing approx. 45 mm - 170 mm from the distal end (approximately 125 mm in length). (2) circumferential half of the core wire was exposed. (3) the outer layer at approx. 45 mm from the distal end had been torn off causing step on the surface. (4) the outer layer at approx. 170 mm from the distal end had been peeled at a gentle angle. (5) intermittent scratches were observed from approximately 170 to 175 mm from the distal end. Electron microscopic inspection obtained the following results: (1) the peeled outer layer surface was smooth. (2) the outer layer at approx. 45 mm from the distal end seemed to have been pulled and torn. (3) the outer layer at approx. 170 mm from the distal end had been peeled in an arc shape. (4) the flaw on the outer layer at approx. 175 mm from the distal end was in arc shape also. The outer diameter was measured and confirmed to meet the control criteria. Reproductive test. Based on our experience, it is known that the outer layer can be severed when a guidewire m is used in combination with a metal needle. When the outer layer is peeled during a combination used with a metal needle, the following characteristics are observed on the test sample: (1) circumferential half of the core wire was exposed. (2) the peeled outer layer surface was smooth. (3) the distal end of the peeled outer layer seemed to have been pulled and torn off causing step on the surface. (4) the proximal end of the peeled outer layer was in arc shape and peeled in a gentle angle. These characteristics were similar to those observed on the actual sample. Review of manufacturing records, shipping inspection records, or complaint files could not be performed due to unknown lot number. From the investigation results and the description of the event, it was presumed that the actual sample was manipulated in the withdrawal direction while it was used in combination with the metal needle. Due to this, it was likely that the outer layer met the metal needle and peeled. The potion of the outer layer missing from the actual sample was presumed to be 125 mm in length. IFU states: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." (B)(4).

Event description:
The user facility reported that while performing antegrade left ureteral stenting and anastomotic dilation, the left kidney was punctured with a metal needle, and the guidewire was inserted but replaced due to insufficient length to the target site. They switched to left nephrostomy to finish the treatment. A postoperative computerized tomography (CT) scan showed a part of the product remained in the left renal pelvis. Outcome is not serious however, the fragment of urethane remains in the patient. The procedure outcome was not reported. The patient was harmed but non-serious.